Event description:
Complainant alleged that during functional testing, the device prompted an "install batteries" message. The batteries were replaced and the device prompted an "install batteries" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.